Event description:
The customer contact reported the patient received more medication than intended. On an unspecified date and time, the device was programmed to deliver lorazepam 4 mg/ml in the pca+continuous mode, with a continuous rate of 4 mg/hr, a 2 mg pca dose, a 16 minute patient lockout, and a 20 mg 4 hr limit. In early 2009 at approximately 1000, it was noted that the vial was empty. The customer contact reported that the device "infused a vial in 30 minutes". The device was removed from clinical use. There were no reported adverse patient effects. No medical interventions were required. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional information was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.